Manufacturer narrative:
Device evaluated by MFR: promus premier ous mr 20 x 4.00mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with proximal struts bunched distally. The undamaged crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 20 x 4.00 promus premier drug-eluting stent was advanced for treatment. However, it was noticed that the tip of the stent strut was lifted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 20 x 4.00 promus premier drug-eluting stent was advanced for treatment. However, it was noticed that the tip of the stent strut was lifted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.